Event description:
Event description boston scientific received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.13v. The charge time was 6.7 seconds. The box label was 3.25v.